Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy and salpingectomy). Essure was removed on(B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, back pain, abdominal pain, fatigue, alopecia, rash, skin disorder, vaginal infection, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for other menorrhagia (heavy menstrual bleeding), fatigue, hair loss, psych injury. 3 coils were visualized in right and left ostia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received-removal details added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), alopecia ("hair loss"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), vaginal infection ("vaginal infection"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, dyspareunia, back pain, pelvic pain, abdominal pain, fatigue, alopecia, rash, skin disorder, vaginal infection, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for other menorrhagia (heavy menstrual bleeding), fatigue, hair loss, psych injury. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received: new events added-dyspareunia (painful sexual intercourse), back, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), fatigue, hair loss, rash, skin condition, psych injury, bladder/urinary problems, vag. Infect. Reporter (consumer) information updated, patient date of birth, product indication added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.